Event description:
It was reported that the pump was rewound and loaded successfully, but when the prime step was initiated it did not stop until the cartridge was emptied. The pump then emitted an empty cartridge alarm. The patient refilled the cartridge and attempted to prime the pump again; however the prime step did not stop and the cartridge was emptied. The patient was not attached to the pump during this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2012 with the following findings: an ezprime operation was performed with no prime issues duplicated. The pump correctly recognized the cartridge during the load and prime steps. A review of the black box shows two large prime volumes on the reported event date. The pump was exercised for 24 hours with no prime issues occurring. There was no hypersensitivity found to the keypad buttons. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.